Event description:
A bipap a40 silver series device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed, visible foam particles inside the assembly, and ventilator inoperative error codes e084 (the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds) and e086 (failure of the outlet pressure sensor). Due to the errors, the printed circuit assembly (pca) will need to be replaced. Additionally, dust/dirt contamination was found, and the device data identified unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.